Event description:
Dr [redacted] was contacted to help in cath lab due to a balloon that was posing challenges and could not be retrieved and/or advanced. Upon arrival to cath lab dr.[redacted] decided he would have to perform a cut down on the right femoral artery and requested a vascular nurse and scrub. Operating room staff pulled trays and supplies and headed to cath lab. Since procedure was already in progress and urgent/emergent items were opened to field and count was not performed. Surgeon and team were informed by our operating team that an xray film would need to take place and radiology would have to read report for a waived count. Cath lab was informed as well and an xray tech was present upon time of completion of general procedure- cath lab still had a portion of their procedure to complete. Anesthesia was also informed that a film needed to be completed as well as a radiology report. X ray report negative for retained device.